Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: arrythmia: the cause of the injury was unable to be determined due to insufficient clinical details. Placement signal issue: the cause of the placement signal issue is likely related to a calibration issue however, the cause of the calibration issue cannot be established. Pd-any device (separation, break): there was no defect found with the returned product in terms of the pd-any device (separation, break).

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. It was reported that visually, one of the internal wires of the catheter looks like it is either disconnected or broken. Functionally, the device worked as expected besides the low placement signal pressures compared to other pressure monitoring devices (see below). Not sure if the device is defected but listed as observation. Sending in product for examination. It was further reported that pressure signal significantly different than invasive and non-invasive arterial pressure reading of patient (ao sbp 40/20 compared to a line reading of 69/48). Placement signal low and unknown alarms appeared on automated impella controller throughout procedure until after stent was placed. Then signal appeared to match other pressure monitoring devices briefly before being lower again. Patient rhythm appeared normal besides minor infrequent premature ventricular contractions at end of procedure. The pump was explanted and the patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.